Event description:
On 06/19/2008 the pt reported that he received an unclearable e7 (electronic) error on his infusion device. He stated that he hit the infusion device on a wall and the device began to beep and vibrate. He ignored the error until his lunch break and discovered that his blood glucose was elevated to 248 mg/dl and he switched to his backup infusion device. His normal blood glucose range is 70-130 mg/dl. To troubleshoot the pt was instructed to remove and reinsert the battery of the infusion device and the error recurred. He was instructed to insert a new battery and the error recurred. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.